Manufacturer narrative:
MFR ref no: (B)(4). The device was received by baxter for eval. Eval confirmed reported symptom of "system error 105," caused by partially dislodged q20 from I/o pcb. The I/o pcb was replaced.

Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further information was available.